Event description:
Same case as MDR ID#: 2134265-2012-04934. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The rotablator rotalink plus 1.25mm burr was advanced on the floppy rotawire guide wire and was being platformed in preparation for the procedure outside of the patient. The burr came in contact with the guide wire, the rotational speed decreased, and the rotawire guide wire fractured. There was no difficulty removing the guide wire. The procedure was successfully completed with another of the same devices. No patient complications were reported and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the plus unit was returned to site connected together. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out and no issues were noted with the unit handshake connections. An attempt was made to load a guidewire onto the plus unit using a test guide wire. Resistance was met in the annulus of the burr. The burr was microscopically examined and the burr was flared and misshapen. The exposed brass on the plated back half of the burr was within specification. A scratch test was performed which confirmed that the burrs cutting action was acceptable. The rotablator plus unit was wet tested and no speed related issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related because the device was not used in accordance with the directions for use which state: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip. (B)(4).